Event description:
Head surgeon reports in a fax that the thread loosened from the screw during surgery and was in the bone where it was left. Another asnis 4,0 screw was used to finish the surgery.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.